Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their threshold suspend feature was not activated when their blood glucose reached a low. The customer's blood glucose declined to 46 mg/dl and their sensor glucose was 60 mg/dl. The customer also reported their current blood glucose was 170 mg/dl. The customer stated their threshold suspend limit was set at 60 mg/dl. Troubleshooting found the customer's transmitter may not be functional. The customer was advised the transmitter needed to be replaced. The customer declined to return the product for analysis.